Event description:
It was reported that during new pump replacement, the pump was not primed on the back table. The catheter contained 50 mg concentration of drug. The pump was filled with dilaudid 1 mg concentration; however, there was no drug in the pump tubing. The hcp was considering options for bridge bolus, but catheter length was unknown. A follow-up report will be sent if additional information becomes available.